Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that for the past 3 times that their implanted neurostimulator battery has depleted low, it feels like it's burning them internally. Patient stated this has been going on for about a month. Patient also stated that as soon as they start charging their implant, the burning sensation stops. Patient confirmed that they have not had any recent falls or trauma to the implant site. Patient mentioned that they took a fall this winter that was pretty bad and they hurt their lower back but that's not when the burning sensation began. Agent reviewed information and instructed pt to follow up with their hcp if the burning sensation continues.